Event description:
A patient was initially implanted at l2-l3 with lumbar interbody fusion in 2006. On (B)(6) 2009, the patient was returned to the operating room, all previous screws were removed and patient was revised to inter-body fusion of the disc space at l3-l4, 2 rods, 6 pangea locking caps and 6 pangea screws at l2-l3-l4.

Manufacturer narrative:
Patient was reportedly implanted some time in 2006. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.